Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the connection of the cuff allegedly came off when the protective cap of the tunneler was removed. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port implantable port was returned for evaluation. Visual evaluation was performed on the returned device. The proximal tip of the catheter attachment was noted to be missing; it appeared to be fractured. The detached piece was not returned. Two photos were provided for review. The photos showed the sheath detached from tunneler, the proximal end of the tunneler was fractured and separated. Manufacturing site evaluation of the sample found that the problem reported by "sheath separates from the tunneler" is confirmed. The proximal tip of the catheter attachment was noted to be missing; it appeared to be fractured. Therefore, the investigation is confirmed for the reported detachment issue and identified fracture and material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (device, component, method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the connection of the cuff allegedly came off when the protective cap of the tunneler was removed. The procedure was completed by using another device. There was no reported patient injury.